Manufacturer narrative:
(B)(4). Xl-115363 736150 arcom xl 44-36 std hmrl brng. 115370 425700 comp rvs tray co 44mm. Foreign: scotland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01332. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a shoulder dislocation which caused a large hematoma in the joint. Subsequently, the patient was revised due to the same. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10 h6 component code : proposed code : mechanical - head. H6 device code : remove code 2993 - adverse event without identified device or use problem reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.